Event description:
Consumer claims her humidifier caught on fire. There were no reports to injury or property damage with this incident.

Manufacturer narrative:
A prepaid label has been sent to the consumer for return for the product. Consumer has not returned the product.